Event description:
This complaint was received related to a 3ltr oxygen barrier 6 way. The reporter states that they are "unable to disconnect the filling line from bag". A sample is available for evaluation and it has been requested from the customer. There was no patient involved.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Inspection of the sample revealed that it the connector could not be disconnected, confirming the reported condition. During assembly the connectors are hand torqued and no solvent is used between the junctions. The assembly process requires the tube be left alone for a minimum of thirty minutes after the bonding of the luer to the tube and before the luers are hand torqued together to ensure adhesive solvent has completely dried. A batch review was performed on the reported lot with no deviations found. (B)(4)